Manufacturer narrative:
Concomitant medical products: plc161200, UDI: (B)(4) of note: it is not known which, if any of the gore® excluder® aaa endoprostheses are involved in the reported endoleak. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of an abdominal aortic aneurysm measuring 51mm with a gore® excluder® conformable aaa endoprosthesis (cexc) (investigational device) and gore® excluder® aaa endoprostheses. On (B)(6) 2018 an indeterminate endoleak was detected by CT scan. The aneurysm measured 57mm. The event is ongoing.